Event description:
Additional review indicated that the patient also had upper extremity spasticity and scoliosis.

Event description:
It was reported that about 6 months prior the patient started to feel some back pain and had a return of spasms but did not experience a severe withdrawal. She went through a series of blocks and injections and eventually a catheter dye study which revealed the catheter to be completely sheared/ fractured; ''part of the spinal segment was floating in the intrathecal space and had completely severed itself from the other segment that was attached to the pump.'' As of the date of this report, a revision was performed; a new spinal segment was attached to the existing catheter that was still attached to the pump. They are unable to determine the exact length of that catheter fragment. In measuring the catheter fragment via x-ray/ fluoro, the surgeon estimated the fragment to be around 47cm; the original catheter placement was higher at t5. It was decided to leave the spinal segment in the intrathecal space. The cause of the breakage was not clear though it was noted that the patient was very physically active and had gone bungee jumping. The pump initially was programmed to deliver lioresal 2000mcg, 999mcg/day, following revision it was filled with lioresal 500mcg/ml and programmed at a daily dose of 100mcg. A system run and priming were done appropriately. The next day post-operation, the patient was doing well and it was planned to titrate patient up to an effective therapeutic dose.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.